Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating issue was peeled off. The patient was diagnosed with single vessel disease (svd). The target lesion was located in the right coronary artery. A 182cm choice guide wire was advanced to the lesion. However, it was noted that the coating of the wire was losing and there was a difficulty for the wire to load other devices such as stents. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.